Manufacturer narrative:
Full patient identifier is (B)(6). The customer did not provide patient demographics such as weight, ethnicity or race. The customer did not return the hstni reagent for evaluation. The available information does not reasonably suggest that the system has malfunctioned. No hardware errors or issues with other assays were reported in conjunction with this event. No other patient results were called into question. System performance indicators were passing within specifications at the time of the event. In conclusion, the cause of this event cannot be determined with the available information.

Event description:
On 26april2022 the customer reported that on (B)(6) 2022 an erroneous non-reproducible elevated troponin I (access high sensitivity troponin I, part number b52699 and lot number 124886) was generated for one (1) patient on the customer's access 2 (access 2 immunoassay analyzer, part number 81600n and serial number (B)(4)). The erroneous elevated troponin I result of 50.37 pg/ml was released from the laboratory. There was a report of change to patient treatment or management in connection with this event. The patient was sent to another hospital for an angiogram. There was no further information provided regarding patient outcome. The original sample was repeat tested on (B)(6) 2022 and a result of 1.25 pg/ml were obtained; the sample was repeated again on (B)(6) 2022 and a result of 1.26 pg/ml was obtained. The original sample was re-centrifuged and retested in duplicate on (B)(6) 2022; results of 1.19 pg/ml and 1.05 pg/ml were obtained. The original sample was tested using a competitor method (abbot I-stat ctni) on (B)(6) 2022 and a result of 0.00 ug/l was obtained. A second sample was collected from the patient; this sample was tested on (B)(6) 2022 and a result of 1.42 pg/ml was obtained; the second sample was retested on (B)(6) 2022 and a result of 1.34 pg/ml was obtained. No hardware errors or issues with other assays were reported in conjunction with this event. No other patient results were called into question. System performance indicators such as system check, calibration and quality control were passing within specifications at the time of the event. Sample was a serum sample collected in a rapid serum tube (rst). Sample was noted to be a full draw. Sample was centrifuged for 10 minutes at 3000g at room temperature. Centrifuged sample was noted to be clear. No other sample handling information was provided.

Event description:
On 23march2022 the customer reported that on (B)(6) 2022 an erroneous non-reproducible elevated troponin I (access high sensitivity troponin I, part number b52699 and lot number 124886) was generated for one (1) patient on the customer's access 2 (access 2 immunoassay analyzer, part number 81600n and serial number (B)(6)). The erroneous elevated troponin I result of 50.37 pg/ml was released from the laboratory. There was a report of change to patient treatment or management in connection with this event. The patient was sent to another hospital for an angiogram. There was no further information provided regarding patient outcome. The original sample was repeat tested on 21march2022 and a result of 1.25 pg/ml were obtained; the sample was repeated again on 22march2022 and a result of 1.26 pg/ml was obtained. The original sample was re-centrifuged and retested in duplicate on 22march2022; results of 1.19 pg/ml and 1.05 pg/ml were obtained. The original sample was tested using a competitor method (abbot I-stat ctni) on 22march2022 and a result of 0.00 ug/l was obtained. A second sample was collected from the patient; this sample was tested on 20march2022 and a result of 1.42 pg/ml was obtained; the second sample was retested on 21march2022 and a result of 1.34 pg/ml was obtained. No hardware errors or issues with other assays were reported in conjunction with this event. No other patient results were called into question. System performance indicators such as system check, calibration and quality control were passing within specifications at the time of the event. Sample was a serum sample collected in a rapid serum tube (rst). Sample was noted to be a full draw. Sample was centrifuged for 10 minutes at 3000g at room temperature. Centrifuged sample was noted to be clear. No other sample handling information was provided.